Event description:
The customer reported that the left screen went blank. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The gib (generator interface board) coin battery was evaluated and replaced. The gib and ffb (fluoro functions board) boards were evaluated and reseated. The system was tested and found to be working as intended and put back into service.